Event description:
This is reported due to the clip opening when attempting to establish final arm angle during preparation. It was reported a mitraclip procedure was performed to treat mitral regurgitation (mr) grade 4. During preparation, the mitraclip xtw failed establishment of final arm angle (efaa) as it opened continuously. The device was replaced to complete the procedure. There was no patient involvement or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar complaints from the lot. Based on information reviewed and without the device to analyze, a cause for unintended movement (clip opening while establishing final arm angle/efaa) could not be determined. The device is included in the correction notice issued by abbott on (B)(6) 2022 for clips not being able to establish final arm angle (efaa) and/or clip opening while locked (cowl) with the mitraclip and triclip delivery system(s).